Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels reached 247 mg/dl while wearing the pod for between 36 and 48 hours. Reportedly, the cannula did not properly insert into the infusion site (arm), and upon removal, the cannula was found bent, with moisture noted at the site. Additionally, it was reported that the pink slide did not move forward when the pod was activated, indicating a needle mechanism failure.